Manufacturer narrative:
Updated fields: g1 (contact person ¿ mfg site), h6 (type of investigation, investigation conclusions). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
The following was reported via medwatch report#: mw5161801 received 26nov2024: it was reported that the intra-aortic balloon (iab) was inserted. Patient presented with a stemi and an iabp was placed in the cath lab on (B)(6) 2024 with no immediate concerns. A chest x-ray on (B)(6) 2024 revealed the iabp was likely double-backed on itself, and an attempt to reposition the catheter was unsuccessful. The iabp was removed, and the patient remained stable. This issue may be related to the catheter's design, where the distal marker is glued to the shaft rather than clamped, potentially allowing it to become dislodged with excessive force during insertion, leading to the catheter doubling back.